Manufacturer narrative:
The company representative observed a large amount of dust accumulation on the power supply, however, he was unable to duplicate the reported problem. We are following up for additional details regarding the disposition of the iabp. A supplemental medwatch report will be submitted when additional information becomes available.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp did not properly synchronize the inflation of the iab with the cardiac cycle. Around 10.5 hours later, the iabp shutdown without any alarms (pumping stopped for five to ten minutes). The iabp was rebooted and the customer was able to restart pumping. The patient was switched to another iabp and therapy was continued. No patient injury was reported.